Event description:
I cannot give you an exact date of the problems I am having with the medtronic 670g pumps that I have had. I know this that the replacement pumps I have had (6) all display the same problems. I have been on the pump for about two years. The pump is failing to dose insulin, giving too much or too little or none at all. The battery (lithium) lasts about two days. When the battery meter goes down even a little the pump starts to show flow blockage problems, failure to bolus readings, and basal errors. The belt clip breaks and will send the pump to the floor which in turn causes the pump to break or stop working. My a1c is higher on the pump than on the animas ping or multiple daily injections. Over the course of two weeks, I had to have an ambulance called to my home on four different occasions due to dangerously low blood sugar levels. On two visits, my blood sugar was so low the emt¿s glucometer failed to read my actual blood sugar. The pumps also change basal settings or fail to save basal settings. Medtronic refuses to respond to any of the numerous emails (20 plus) that I have sent. I have made phone calls only to be hung up on by medtronic staff or I end up in an endless recording loop waiting for someone to answer. The longest I have waited for a person to answer was over two hours on a midnight phone call to medtronic. The 670g sensor does not work. It has taken 24 continuous hours of me making adjustments to get the sensor to work with the pump. After 24 hours, the sensor will fail. I had the local medtronic representative tell me that she does not understand what is happening and had nothing to offer to help me get the sensor to work. I quit using the medtronic sensor and am now on a dexcom g6 sensor. My endocrinologist hates this model pump. She calls it a failure at best. My medical insurance company refuses to cover another pump that would be better suited to my health needs. Medtronic did not send a single notification to me telling me that the 670g was recalled by the FDA. I have not heard anything from medtronic other than a bill for supplies in over two years. I estimate. Because I lost count, that I have contacted medtronic over 30 times (letters, emails, phone calls, (B)(6) post, (B)(6) posts and other social media posts). I have posted so many things on the medtronic (B)(6) channel that medtronic has shut off comments on the videos. When I read the recall from the FDA, I knew that the people who reported problems with the pump (2,100), were under-reported. No one has asked my opinion or heard my complaints. I know of countless other people out there with similar problems. This pump is horrible, inaccurate, and so very delicate that it makes wearing it almost impossible. I have left the test data information blank at this time. I am not sure how I would go about getting the reports from the responding paramedics (two separate civic entities) to get you the information from those four calls. Numerous ambulance calls. FDA safety report ID # (B)(4).